Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. Investigation to date has been unable to determine whether the pt has experienced an increase in seizures above pre-vns baseline frequency, or simply an increase above previous efficacy with the vns therapy.